Event description:
Philips received a complaint on the heartstart dfm100 with a message the battery needs replacement. There was reportedly with patient involvement but no harm. The service representative worked with the clinical support. The device passed functional testing. It was determined that this was a malfunction of the battery. A battery is to be ordered. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.